Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when loading an exam from a cd via unstructured digital intercommunication of medicine (dicom). The representative reported that they were able to move the mouse, but the system was unresponsive to clicks. The representative reported that the navigation system was restarted and the software displayed a message stating to check the media format. The representative then reported that they successfully transferred the exam over the network. No additional information was provided. There was no patient present when this issue was identified.